Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device falsely triggered elective replacement indicator (eri) and mode switched to vvi 65 (single chamber fixed rate) even though there was 2.5 years of remaining longevity. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.